Event description:
It was reported that during a stent assist coil embolization to the ophthalmic segment of internal carotid artery, a 4.5mm x 22mm enterprise (enc452200/7591274) stent was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31000494) and could not advance anymore. The physician retracted the stent and switched a new one to complete the surgery. The microcatheter was not replaced. Additional information received indicated that after the resistance, the physician switched a new stent. The new stent was used with the same microcatheter without issue. It was not necessary to re-insert the microcatheter. The microcatheter did not become damaged during manipulation of the coil or noticed to be damaged upon removal from the patient. The coil did not become damaged. A continuous flush on the microcatheter maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. There was no excessive force been applied to the device. Based on the device received, the stent of the EU ent4.5mmd 22mml wno dstl tp was found bent.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the device received, the stent of the EU ent4.5mmd 22mml wno dstl tp was found bent, the findings meet us regulatory reporting criteria. Information regarding patient weight, height, and medical history was not reported. Section e1. Initial reporter phone: +(B)(6). A non-sterile 4.5mm x 22mm enterprise was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the stent was returned detached inside of the involved microcatheter. The delivery wire and the introducer were found without damages (i.e., no kinks, bents, or elongations). The stent was removed from the hub then; a microscopic inspection was performed. One of the struts was observed to be bent; however, both ends can be noted as completely flared. The issue documented that the stent was impeded in the distal end of the microcatheter and could not advance anymore cannot be evaluated through functional test since, during the analysis, the stent was found to be no longer on the delivery wire. The stent detachment was not originally documented in the complaint and its exact time of occurrence cannot be determined based on the information available, but this condition suggests that push/pull force was applied sufficiently to disengage the stent from the delivery wire and also resulting in the stent being bent. However, with the amount of information available this only remains speculative. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7591274. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.